Event description:
It was reported in additional information received on 05apr2019 that it was believed that alcohol was applied to the hub before a fitting was attached, but this is not known for sure. The catheter was removed when it was noticed that the bed was wet with medication leaking out of the crack in the hub. It is not known what medication was being administered at the time. There had been a couple of connection changes, though nothing noted about any problems. The provider was unable to provide information regarding the patient's medical history, but noted that the event looked unrelated to the medical history. As reported, no adverse effects were experienced by the patient due to this occurrence. Both the device and device packaging were discarded by the facility.

Manufacturer narrative:
Additional information: investigation - evaluation. A review of the instructions for use, manufacturing instructions and quality control data of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device aspect in question was visually and functionally inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device history record could not be completed due to the lack of lot information from the user facility. As adequate inspection activities have been established, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: ¿ if heparin-induced thrombocytopenia is suspected, the heparin-coated catheter should be immediately removed... Do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 ml or larger syringe will reduce the risk of catheter rupture.¿ precautions: ¿ do not cut, trim or modify catheter or components prior to placement or intraoperatively patient movement can cause catheter tip displacement. Catheter should not be used for long-term indwelling applications. For heparin coated devices, standard flushing procedures are recommended.¿ the investigation found that the affected component is supplied to cook by a supplier. A supplier investigation was not requested for this occurrence, as the exact lot and OEM part# were unknown due to the lack of information available. The supplier was notified of this complaint upon investigation completion. A similar supplier investigation involving a similar product with a similar failure mode was referenced. Per (B)(4), the supplier reviewed the product and lot history, and no evidence of abnormalities or contributing factors to the defect were noted. Excessive force in the field may have contributed to the failure mode. The supplier stated that there was no known relationship of the device and the reported event. Based on the information provided, no returned product and the results of our investigation, it was concluded that a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: event occurred sometime in (B)(6) 2019. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [(B)(4)].

Event description:
It was reported a double lumen polyurethane central venous catheter set was being used for infusion of medication. The central venous catheter was in place for six days before it was noticed medications were leaking from a crack in the hub. Replacement of the device was required. Additional information regarding the product, event, and patient outcome has been requested but is currently unavailable.